Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: unique device identifier (UDI) number, lot number and expiration date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿k011028/k013227 a summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient was seen and during examination, infection and bone loss were noted around the implant at tooth location #18. A debridement was performed, and the implant was removed. Symptoms as a result of the event: pain and inflammation.